Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the affiliate: said they always used the product in the same way, but this time the result was not satisfactory. The following information was requested, but unavailable: how much bleeding occurred (as hematoma and laceration of mammary artery reported in event description)? Was patient given any blood products? Was there any change to procedure or post-op patient care? Was bleeding controlled during procedure? Was suture or device used to control bleeding as conflicting information on md&d complaint form?

Event description:
It was reported that during a myocardial revascularization procedure, the clips are suffering a bad formation and this is causing hematoma / strangulation / laceration of branches of the mammary artery. To correct the problem, the surgeon performed suture. There were no adverse consequences for the patient. One device was discarded.